Manufacturer narrative:
.

Event description:
The following was reported to gore: on (B)(6), 2021, the patient underwent endovascular treatment of an abdominal aortic pseudoaneurysm using gore® excluder® aaa endoprosthesis. Reportedly, there was a pre-dissection at the left common iliac artery; therefore, the physician attempted to place the distal side of the trunk-ipsilateral leg component at the right above the left internal iliac artery. The attempt didn't succeed, and the left internal iliac artery was unintentionally partially covered by the device. The physician elected to not attempt any treatment such as push up the distal side of the device using a balloon catheter due to the condition(pre-dissection) of the left common iliac artery. A type ii endoleak was also observed during the procedure, and it will be monitored. The patient tolerated the procedure.